Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the implant procedure was completed, the lead had dislodged. The pocket was reopened and the lead was repositioned. It was mentioned that the implant procedure was difficult requiring several repositions and also that the vein access was tight. The lead remains in use. No patient complications have been reported as a result of this event.